Manufacturer narrative:
The reported event of noise was confirmed in the laboratory. A partial lead was returned in single piece for analysis. External insulation abrasion was noted at 14.0cm to 14.2cm from the distal tip consistent with lead friction to another device or feature of the heart. The etfe coating was intact at this location.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-16246. It was reported that when the patient presented via remote transmission, atrial and right ventricular lead noise was observed. The physician elected to explant the leads. The patient was stable following.

Event description:
Additional information indicates that the atrial lead was electively replaced to have the entire system be one brand.